Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported that the insulin pump shows failed battery test the insulin pump turns off then restarts he was using brand new batteries he even used 3 batteries. Contacts was not missing, damaged, or corroded. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump passed displacement test, sleep current measurement, active current measurement, and self test. No unexpected pump error 23 alarm noted during testing. Aa battery was taken out the pump and no unexpected pump error 23 alarms noted before the 10 min mark. Pump successfully downloaded traces and history file using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery alarms noted during testing however, noted in the pump trace download on 01/17/2020 at 10:20:35.000. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case., pillowing keypad overlay, cracked retainer ring, cracked keypad overlay, keypad overlay texture damage, and label damage. Unexpected pump error 23 alarms not confirmed during testing. Failed battery alarms not confirmed during testing or in the power management graph. However, cosmetic damage was confirmed where scratched case was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.